Event description:
The customer reported that their central nurse's station (cns) was undergoing preventative maintenance when they noticed that the main screen display did not have ECG waveforms or waveforms of any kind populating the all beds screen.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was undergoing preventative maintenance when they noticed that the main screen display did not have ECG waveforms or waveforms of any kind populating the all beds screen. The customer also reported that their secondary screen is turning black from time to time. No harm or injury was reported.